Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 12-dec-2025 from cvs specialty pharmacy and forwarded to millyard advanced medical products, llc on 16-dec-2025. It was reported that the patient presented to the hospital after receiving alarms from their remunity system that they were unable to resolve. It was further reported that the patient would be transitioned to the remunitypro system upon admission.